Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter indicated that the display screen was blank. The reporter indicated trying 3 different batteries with functional sound and vibration upon booting but blank display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the display is not faded, discolored and difficult to read. Display is fully functional and is fully illuminated with no visible signs of fading or discoloration.